Manufacturer narrative:
E1: (B)(6). E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during set up, the hf-resection electrode loop electrodes hips were bent. There was no report of patient harm or user injury associated with this event.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. According to the investigation, the device shaft was deformed before use. A root cause could not be identified. Based on the results of the investigation, the reported issue was confirmed during in visual inspection and the reported issue was caused by a component failure of the electrode. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.